Event description:
Information received from the field notes that atrial lead fracture was confirmed by chest x-ray. Unipolar atrial lead impedance was 1525 ohms. The device was not capturing or sensing. The patient had several other health issues. Therefore, the device was programmed to vvi mode and the patient will be monitored.